Event description:
It was reported that, "the patient complained of groin pain so the surgeon revised the left hip. Screw also removed."

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 30mm, cat# nls-300000b, lot# 37106301; trident psl ha cluster 48mm, cat# 542-11-48d, lot# mkh57d; trident 0 deg x3 insert 32mm head, cat# 623-00-32d, lot# mkd5xx; 32mmsted lfit v40 head, cat# 6260-9-132, lot# 36317303; 6.5 cancellous bone screw 30mm, cat# 2030-6530-1, lot# mkkepk. It cannot be determined which, if any of these patients may have caused or contributed to the patient's pain. When completed, the evaluation summary will be submitted in a supplemental report.